Event description:
It was reported that upon opening there was hair in the package. There was no patient involvement, and no patient harm/ adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 26-sep-2024. Investigation summary: an unused product was returned in a good condition. Visual inspection and functional testing performed. The customer's reported problem was confirmed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
After further review, this was found to be a non-reportable event. Foreign matter in the packaging does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard MFR# 3012307300-2024-09906-00 and any associated records.